Manufacturer narrative:
Concomitant medical products: (baxter) 100ml infusion bag 0.9% sodium chloride injection usp, lot p336628, exp dec16; therapy date (B)(6) 2016. The customer¿s report of tubing breakage was confirmed. Visual inspection showed the silicone segment was torn just below the upper fitment and the set was separated in two pieces. Functional testing was not performed due to the obvious damage. The root cause of the tubing breakage is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a patient who was on an insulin drip, which was paused when the patient went over to imaging to have a CT. The CT tech clamped the tubing below the roller clamp, and above the port close to the patient's hand. He pushed saline to clear the line, and then he pushed contrast. While pushing the contrast, he heard a pop and called the rn. When she came in, there was insulin all over the floor and inside the pump. The tubing broke right at the top. There was no patient harm.